Event description:
It was reported that a 2.5 mm diameter x 14 mm length endeavor resolute rapid exchange (rx) drug-eluting stent was noted to be damaged post removal of the protective sheath. The physician attempted to load the device onto a guide wire, however, resistance was felt and so, the device was removed. There were no issues noted while removing the device from the hoop. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: (root cause is undetermined), (stent deformation). Conclusions: (root cause is undetermined). Device eval: the device was returned to medtronic (B)(4) for eval. The stent was positioned on the balloon as per spec. One strut on the 1st distal segment was raised. The 4th, 5th, 6th and 7th distal stent segments were deformed, raised and stretched distally. A number of struts on the 8th, 9th and 10th segments were slightly distorted. The 1st distal segment was partially overlapping the distal inner shaft marker. The distal tip was slightly frayed and pinched. The proximal pillow balloon folds were partially opened and disturbed. Negative pressure applied confirmed the presence of a leak. A short longitudinal tear was located over the proximal inner shaft marker. There were two similar longitudinal marks and scratches visible on the surface of the balloon near the leak site. The outer shaft was pinched 12.6cm proximal to the balloon bond. Blood residue was evident between the inflation lumen and balloon.